Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that wall apposition was achieved by stent at the end of the index procedure on (B)(6) 2021, but it was reported that the follow-up dsa imaging showed wall apposition was not achieved. There was a slight lack of apposition of the stent at the proximal end. Additional information received reported site has previously responded to query regarding insufficient neck coverage noted at 180-day follow-up on (B)(6) 2021 with¿ slight lack of apposition of the proximal end of the stent with a small stair step. Proximal third of the stent is the site of mild non-stenosing endothelial hyperplasia¿. Site submitted a device deficiency for mal-apposition, however, the device deficiency did not speak to device movement and site deleted this device deficiency on (B)(6) 2022. Therefore, a new query regarding the device movement was placed on the (B)(6) 2022, which is pending site response. Additional information received reported that the site has indicated that the wall apposition was not achieved (not due to device failure to open). Additional information received reported that the stent underwent a shortening at its proximal end which caused an apposition defect. Additional information received reported an aneurysm non-occlusion raymond <(>&<)> roy "class 3" was reported at the 1-yr follow-up CT imaging performed on(B)(6) 2022. Furthermore, this aneurysm was previously raymond <(>&<)> roy "class 2" at the 90-day follow-up dsa imaging performed on (B)(6) 2021. Additional information received reported (B)(6) has reported intimal hyperplasia in the proximal third of the stent at the 6 month follow-up dsa imaging performed on (B)(6) 2021 with <(><<)>25% parent artery stenosis. No ae's or treatment reported by site.